Event description:
The customer reported that the he received an unexpected restart alarm on the insulin pump. The customer's blood glucose was 220 mg/dl. The alarm occurred during normal use and not shortly after a new battery was inserted. The customer was advised to monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed and monitored for three days and no a21 alarm or audio beep anomaly noted. The insulin pump passed a21 error test and self test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).